Event description:
Ventilator alarmed and displayed "vent in-op" and "short self test not allowed, ventilator malfunction" on screen while in use on pt. Ventilator was removed from service and the pt was manually ventilated until new equipment was obtained. There was no adverse outcome to the pt. Upon review of the device activities log, vendor representative discovered ventilator had experienced multiple communication errors. Vendor replaced the device central processing unit (cpu).